Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6(update codes), h11. H11: three (03) devices were received for evaluation. A visual inspection was performed and plastic material inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) units of intravia container, empty 500 ml capacity had particulate matters inside the bags. The devices contained ropivacaine. This was discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.